Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an issue with intraocular lens (iol). Representative indicated they had an issue with the injector and had to remove the lens from the patients eye and do a vitrectomy. Additional information was requested. There are two files associated with this report. This file is for the iol.

Manufacturer narrative:
An unspecified handpiece was indicated. Other associated products were not provided. It is unknown if qualified products were used. (B)(4).